Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn on her back. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim (preferred term) one of the cells burned her skin and now has a burn on her back/she is hurting worse due to burn. (Thermal burn), the patient did not check skin under the product while wearing thermacare. She had read the usage instructions on thermacare before she used the product. (Intentional device misuse). Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81953, expiration date nov2020, from (B)(6) 2018 at one wrap to affected area for lower back pain. Medical history included MRI in 2012 on lower back and it showed her to have sciatica (from 2012 and ongoing), small tumors on spine (from 2012 and ongoing), degenerative joint disease (from 2012 and ongoing) and rheumatoid arthritis (from 2012 and ongoing). About sciatica, she was not really sure of date, but it had shown on MRI on lower back. She was getting injection but it was stopped by provider because they were making her sick and not taking those anymore. She will be getting another MRI in a month to compare to the old one. Medical history also included narcolepsy, nervous system disorder, stage fright and high blood pressure, needed steroid to help figure out what's going on with back, overactive bladder, back disorder and tendonitis, back pain, anxiety, induced asthma, tubal ligation, neuropathy, and eczema, all from unknown date and unknown if ongoing. Concomitant medication included amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate (adderall xr) capsule for narcolepsy from 2012 and ongoing orally at 30 mg twice a day, amitriptyline hydrochloride (amitriptyline hcl) tablet for neurological reasons from (B)(6) 2018 and ongoing orally at 25mg (1 tablet) daily at bedtime, propranolol tablet for stage fright and high blood pressure from (B)(6) 2018 and ongoing orally at 10 mg 1 tablet three times a day, prednisone tablet for steroid to help figure out what's going on with back from (B)(6) 2018 to an unspecified date orally at 20mg (2 tablets) twice a day for 5 days, and then from unspecified date to an unspecified date orally at 2 dose forms, daily every evening for 5days, and then from unspecified date to an unspecified date orally at 1 tablet twice a day for 5 days, and then from unspecified date to an unspecified date orally at 1 tablet once daily for 5 days, oxybutynin tablet for overactive bladder from (B)(6) 2018 and ongoing orally at 5mg (1 tablet) three times a day, baclofen tablet because of back and tendonitis from (B)(6) 2018 and ongoing orally at 10mg (1 tablet) three times a day, oxycodone hydrochloride (oxycodone hcl) tablet for back pain from (B)(6) 2018 and ongoing orally at 5mg (1 tablet) twice daily, alprazolam (xanax) tablet for anxiety from (B)(6) 2017 and ongoing orally at 1mg (1 tablet) daily at bedtime, salbutamol sulfate (ventolin hfa) for induced asthma from 2012 and ongoing resp inhalation at 90mcg per actuation, 2 puffs as needed and she said basically it was albuterol inhaler. She had other medications but declined to provided them at this time. The patient previously took thermacare heatwraps three months ago in 2018 for 8 hours for unknown indication and did not experienced same problem/symptom the same as thermacare lower back & hip, but it didn't work for her so she tried this one. The patient was a consumer that bought thermacare lower back & hip 2 pack for lower back on (B)(6) 2018. Packaging was sealed and intact. She wore it for like 7 hours and actually one of the cells burned her skin and now has a burn on her back on (B)(6) 2018. At first, she thought it was an impression and then it started burning. She put on the thermacare heatwrap at 6pm on the night of (B)(6) 2018 and took it off at 1 am (B)(6) 2018. It said that you get at least 6 hours on and it still continuously worked for 8 hours. She was getting another MRI in a month to compare to the old one. Treatment included neosporin on her back for her. She was hurting worse due to burn. She had not seen a provider about this because she has been at work all day. The patient was currently under the care of a physician for any medical condition to sees back pain specialist. The patient classify her skin tone as dark or olive, and did not have sensitive skin. The color of the box her purchased was red box. There were some products remaining. The patient did not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and usually she went for the moist heat like a shower and it usually helped, and did not experienced a problem/symptom. The patient did not engage in exercise while using the product. The patient did not check skin under the product while wearing thermacare on (B)(6) 2018. She had read the usage instructions on thermacare before she used the product. The patient did not consult a healthcare professional for the problems/symptoms. The action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "one of the cells burned her skin and now has a burn on her back/she is hurting worse due to burn" was not recovered, the outcome of the other event was unknown. The sample of the product was available to be returned, she had 1 still left she has not used. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn on her back. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (15aug2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
One of the cells burned her skin and now has a burn on her back/she is hurting worse due to burn. [Thermal burn] , the patient did not check skin under the product while wearing thermacare. She had read the usage instructions on thermacare before she used the product. [Intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number t81953 , expiration date nov2020 , from (B)(6) 2018 at one wrap to affected area for lower back pain. Medical history included MRI in 2012 on lower back and it showed her to have sciatica (from 2012 and ongoing), small tumors on spine (from 2012 and ongoing), degenerative joint disease (from 2012 and ongoing) and rheumatoid arthritis (from 2012 and ongoing). About sciatica, she was not really sure of date, but it had shown on MRI on lower back. She was getting injection but it was stopped by provider because they were making her sick and not taking those anymore. She will be getting another MRI in a month to compare to the old one. Medical history also included narcolepsy, nervous system disorder, stage fright and high blood pressure, needed steroid to help figure out what's going on with back, overactive bladder, back disorder and tendonitis, back pain, anxiety, induced asthma, tubal ligation, neuropathy, and eczema, all from unknown date and unknown if ongoing. Concomitant medication included amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate (adderall xr) capsule for narcolepsy from 2012 and ongoing orally at 30 mg twice a day, amitriptyline hydrochloride (amitriptyline hcl) tablet for neurological reasons from (B)(6) 2018 and ongoing orally at 25 mg (1 tablet) daily at bedtime, propranolol tablet for stage fright and high blood pressure from (B)(6) 2018 and ongoing orally at 10 mg 1 tablet three times a day, prednisone tablet for steroid to help figure out what's going on with back from (B)(6) 2018 to an unspecified date orally at 20 mg (2 tablets) twice a day for 5 days, and then from unspecified date to an unspecified date orally at 2 dose forms, daily every evening for 5 days, and then from unspecified date to an unspecified date orally at 1 tablet twice a day for 5 days, and then from unspecified date to an unspecified date orally at 1 tablet once daily for 5 days, oxybutynin tablet for overactive bladder from (B)(6) 2018 and ongoing orally at 5 mg (1 tablet) three times a day, baclofen tablet because of back and tendonitis from (B)(6) 2018 and ongoing orally at 10 mg (1 tablet) three times a day, oxycodone hydrochloride (oxycodone hcl) tablet for back pain from (B)(6) 2018 and ongoing orally at 5 mg (1 tablet) twice daily, alprazolam (xanax) tablet for anxiety from (B)(6) 2017 and ongoing orally at 1 mg (1 tablet) daily at bedtime, salbutamol sulfate (ventolin hfa) for induced asthma from 2012 and ongoing resp inhalation at 90 mcg per actuation, 2 puffs as needed and she said basically it was albuterol inhaler. She had other medications but declined to provided them at this time. The patient previously took thermacare heatwraps three months ago in 2018 for 8 hours for unknown indication and did not experienced same problem/symptom the same as thermacare lower back and hip, but it didn't work for her so she tried this one. The patient was a consumer that bought thermacare lower back and hip 2 pack for lower back on (B)(6) 2018. Packaging was sealed and intact. She wore it for like 7 hours and actually one of the cells burned her skin and now has a burn on her back on (B)(6) 2018. At first, she thought it was an impression and then it started burning. She put on the thermacare heatwrap at 6 pm on the night of (B)(6) 2018 and took it off at 1 am (B)(6) 2018. It said that you get at least 6 hours on and it still continuously worked for 8 hours. She was getting another MRI in a month to compare to the old one. Treatment included neosporin on her back for her. She was hurting worse due to burn. She had not seen a provider about this because she has been at work all day. The patient was currently under the care of a physician for any medical condition to sees back pain specialist. The patient classify her skin tone as dark or olive, and did not have sensitive skin. The color of the box her purchased was red box. There were some products remaining. The patient did not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and usually she went for the moist heat like a shower and it usually helped, and did not experienced a problem/symptom. The patient did not engage in exercise while using the product. The patient did not check skin under the product while wearing thermacare on (B)(6) 2018. She had read the usage instructions on thermacare before she used the product. The patient did not consult a healthcare professional for the problems/symptoms. The action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "one of the cells burned her skin and now has a burn on her back/she is hurting worse due to burn" was not recovered, the outcome of the other event was unknown. The sample of the product was available to be returned, she had 1 still left she has not used. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.